Event description:
It was reported that the user observed increased breakfast bolus amounts during a follow-up related to frequent recalculation and confirmed they had been entering smaller-than-usual meal announcements at breakfast; education was provided that under-announcing meals can lead the system to increase subsequent boluses, and the user completed further setup independently. Symptoms included hypoglycemia, with the user recalling a glucose value of 65, treated with oral glucose. Outcomes included classification as a serious injury or illness and an unexpected need for medication in the form of carbohydrate treatment. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device malfunction, and a usage problem was identified related to improper or incorrect procedure, specifically user interaction with the user interface during meal announcements. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.